Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpieces had no torsional energy and got hot during surgical procedures. The handpieces were exchanged to complete the surgeries. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The first phaco handpiece was manufactured on january 21, 2015. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was manufactured on august 3, 2015. Based on qa assessment, the product met specifications at the time of release. The third phaco handpiece was manufactured on march 13, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).